Manufacturer narrative:
Additional narrative: the device was returned for evaluation. Reliability engineering evaluated the device and observed that the reverse trigger was sticking and did not function properly. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear on components from repeated sterilization and normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during post-surgery, it was observed that the small battery drive device had an unspecified malfunction. During in-house engineering evaluation, it was observed that the device reverse trigger was sticking and did not function properly. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.